Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to extreme amplitude drop in combination with completely different qrs complex and rate increase. Technical services (ts) discussed programming and troubleshooting options. It was noted that the therapy zone was increased. The s-ICD remains in service and no adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.